Event description:
It was reported that a patient underwent a right total hip arthroplasty. Subsequently (four months post surgery), the patient suffered insidious labral hip pain due to trochanteric bursitis. Oral and topical nsaids and a depo-medrol injection were utilized to treat the pain. Additional information was requested, however none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of clinical visit notes; primary right tha was performed, subsequently approximately 5 months post op, patient presented with insidious labral hip pain. This was due to right trochanteric bursitis. Device history record (DHR) was reviewed and no discrepancies were found. A complaint history review was conducted with no remarkable events to report. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 010000665, g7 3 hole, pps, lot # 6329743; item # 110024464, g7 dual mobility, lot # 202680; item # 6501055, biomet biolox delta, option lot # 2944830; unknown g7 dual mobility/active articulation bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total hip arthroplasty. Subsequently (four months post surgery), the patient suffered insidious labral hip pain due to trochanteric bursitis. Oral and topical nsaids and a depo-medrol injection were utilized to treat the pain. Additional information was requested, however none was available.